Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed bicarbonate buffer test. Only 1 of the 2 sensors passed per specifications with accurate readings. The sensor that did not pass was broken. The broken part of the sensor is missing and it will not be possible to confirm the customer received sensor damage due to customer returned the used sensor. Visual inspection was performed for both sensors and the introducer needles; hooks and dull needle tip defects were not present. The introducer needles both passed per specifications.

Event description:
Customer reported via phone call needle and sensor anomaly. Customer's blood glucose level was 5.6 mmol/l. Customer advised the needle got stuck 2 different times and they could not insert it correctly. Customer advised on the third attempt there was a big differential. Customer also advised they received a calibration error. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.